Event description:
Event description cpi received information that this implantable pulse generator (ipg) was reprogrammed to vvi mode shortly after implant due to a lead dislodgement. The physician elected not to reposition the lead.